Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated the device seems to jump around sometimes in the settings, but more recently, what happened, that's happened before, is the controller is another language and they cannot fix it. When inquired about event date, patient stated late yesterday evening. Agent assisted patient in changing language back to english. When agent inquired event date, patient stated 'it's probably been a couple months and has gotten progressively more difficult and that they'd say more than half of the day, they will have the recharger on them. Agent had patient inspect recharger antenna, cord, and pins, but did not see any damage. When agent inquired if recharger was loose/wiggly/difficult to plug into the controller, patient stated 'no, not really, sometimes it is a little - I have to be careful when I do it to get it in the right way. I can try 2-3 times and I have to get it at the right angle.' When agent inquired event date of this, patient stated 'I can't remember,' then stated 'probably a few months; it's not difficult and it seems to work but it just seems to run out of charge real fast.' Patient then stated a while ago, one of the manufacturing representatives (rep) they've worked with told them to turn their stimulation off at night to help with implantable neurostimulator (ins) battery depletion, which patient did for a while, but they got pain so they turned their stimulation back on at night. Patient stated there are two manufacturing reps who they initially talked to about all this a while ago, and have not talked to them that recently since everything's been this way for a while. Patient then stated they are having other medical issues that make this more difficult. When agent inquired if ac power supply was loose/wiggly/difficult to plug into controller, patient stated it's always been a loose fit but they wait and see to make sure it stays in and connects. Patient stated the plug for the outlet doesn't stay flat to their wall outlet - it comes out a little bit, and clarified the plug that goes into their outlet is what is loose, but patient has not tried other outlets. Patient confirmed the ac power supply plug fits well into the controller port without issue. Agent kept information in case together due to patient's difficulties answering questions throughout call. Pt's recharger has difficulties plugging into the controller and pt has difficulties recharging their ins. A request was sent to repair to replace the recharger.

Event description:
Additional information has been received stating that the representative identified the problem was a circuit that was down in my device. He used his computer to reactivate the circuit in pt device. It works fine now. The issue has been resolved.

Manufacturer narrative:
B5 has ben updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.